Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. This is the same patient as 2134265-2009-04315 and report 2134265-2009-04316. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device. The lesion was located in (arteriovenous fistula) avf. The vessel was non-tortuous. The lesion was non-calcified and restenotic post pta. This lesion was 4mm in diameter and 15mm long with 75% stenosis before treatment. After treatment, stenosis was reported as 0% and the lesion morphology was concentric tight stenosis. The first patient follow-up visit was in (B) (6) of 2004. The target lesion was patent. There were no adverse events, or interventions since the procedure recorded at this visit. The patient had a follow up visit in (B) (6) of 2005. The target lesion was patent. No adverse event was reported. A conventional angioplasty of the target lesion was performed in (B) (6) of 2005 after angiographic restenosis was noted.